Event description:
Procedure type: inguinal hernia repair. According to the reporter: doctor inflated the balloon the same amount as always and instructed in IFU however the balloon popped immediately upon approaching this amount. There was no pt harm.

Manufacturer narrative:
(B)(4).